Event description:
It was reported that during a da vinci-assisted diagnostic pulmonary wedge resection procedure, the cadiere forceps instrument broke inside the patient. The metal distal tip popped off and fell inside the patient. The fragment was retrieved during the same procedure. The fragment did not fall inside the patient due to instrument tip/accessory collision. The staff was extracting anatomy out of a different cannula. When the cardiere forceps instrument was brought back to view in the surgical field, the surgeon noticed it was broken. The fragment is available for return. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument was inspected prior to use. The instrument was stuck at a 90° angle, and the surgeon was attempting to straighten the instrument when it broke. The instrument was in use for at least 60 minutes prior to the breakage. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. It is possible that the instrument collided with other instruments, or other hard material during the surgical procedure, but more likely not. The instrument's wrist was not straightened up final removal and the surgical staff felt resistance while removing the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event, but they were unable to remove the instrument from the cannula. The instrument was sterilized with the cannula still on. The surgical staff noticed the wires at the tip were intact but the shaft going into the grasper was frayed. The fragments were retrieved with a laparoscopic grasper. The staff watched the fragments come out. No additional surgical procedure was required to remove the fragments. An x-ray was taken to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return; however, the fragment(s) were disposed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 36.78mm from the distal tip. A piece measuring proximately 3.75mm was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result of the main tube break. A review of an image provided by the customer was performed. The image appears to show the proximal clevis has dislodged from the instrument where it meets the main tube. .